Manufacturer narrative:
Upon further investigation, this incident is no longer deemed a reportable event. The patient was not using the device at the time of the incident.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported the pod expired and was removed. The patient was out at a bonfire and forgot to apply a new pod or to administer insulin injections for treatment. The patient went to sleep and her husband woke her up at 9 a.m. The patient was reportedly in a state of comatose, foaming at the mouth, tongue stuck out, body was stiff and urinated in the bed. The patient was in severe hypoglycemia with blood glucose levels at 62 mg/dl. The patient's husband called the paramedics who treated the patient with dextrose intravenously.